Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Received 10 used pen needles without the protective cover. Final root cause investigation: rc-076-mishandled by the end user. Qc investigation has been completed on 04/25/2019 - visually inspected ten returned pen needles. Unable to verify lot # received. Pen needles appear to be used with the protective cover missing and needle bent. Defect found. Note: manufacturer tried to make contact with customer (several attempts) in a follow-up call to ensure that customer initial concern was resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for pen needle. Customer says that is unable to administer insulin with some of the needles, said that not all of them are defective. Customer indicated that insulin is not coming out of the needle and she will return the defective pen needles. Medical attention is not reported as a result. The product storage location is undisclosed.